Event description:
It was reported that the patient originally had a 15 cm +3 cm cx inflatable penile prosthesis implanted in 2015. At the time of the initial surgery the physician cut off the original pump because it was not dependent enough in the scrotum. In 2020 the patient returned with a malfunctioning pump. The physician does not believe the original pump cutting/replacing affected the outcome. The pump and cylinders were removed and replaced.